Event description:
Information was received that this right ventricular (rv) lead exhibited poor sensing and high pacing thresholds. This rv lead was abandoned surgically. No adverse pt effects were reported.

Manufacturer narrative:
Na